Manufacturer narrative:
The associated complaint device was returned and evaluated. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Only one piece was returned. There is no lot number visible on the piece that was returned. The device exhibits signs of significant use and wear. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, bumper snapped. The device snapped while reaming and the piece was removed from the power handpiece. No delay. No backup device needed. No impact or injury to patient reported.